Event description:
Per the attending md, the ivus catheter snapped while being prepped. The catheter was removed and replaced with no reported harm to the patient. Vendor notified. Manufacturer response for coronary imaging catheter, 5fr opticross 60 mhz hd coronary imaging catheter bagless (per site reporter).